Event description:
From staff: during patient's colonoscopy dr. Requested a clip to close a polypectomy site from [redacted date]. 2 ultra resolution clips were placed without difficulty. Dr. Requested a regular sized resolution 360 clip and when the clip was opened it automatically deployed, before the doctor grasped the tissue. A second regular resolution 360 was obtained, and the same thing happened. It instantly deployed when opening after coming out of the end of the scope. 2 more ultra resolution clips were placed without difficulty.